Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient failed to follow therapy steps which resulted in peritonitis. It was further described by the patient and the caregiver as the ¿solution was out spurting out of the solutions bags and they were ballooning¿ during set up (no further detail was provided). Subsequently, patient¿s pd nurse reported that the patient and caregiver had issues connecting and disconnecting for therapy and that they were failing to follow therapy steps (not further described). One day after onset, the patient was hospitalized for and diagnosed with peritonitis. On an unreported date, the patient began treatment for the peritonitis with gentamicin (80mg, intraperitoneally (ip), frequency not reported), vancomycin (1.5 grams, ip, frequency not reported). Cipro (ciprofloxacin) (400mg, intravenously (IV), frequency not reported), and cefapime (1g, IV, frequency not reported). At the time of this report, the patient had missed a pd therapy treatment and did not want to restart again. On unreported date(s), while in the hospital, it was determined that the patient was not a good candidate for pd therapy, therefore, the patient¿s pd catheter was removed, pd therapy was discontinued and the patient was switched to hemodialysis permanently. At the time of this report, the patient remained hospitalized for the peritonitis event. At the time of this report, it was unknown if the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to follow therapy steps. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.